Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed with a failed battery error, had a loose reservoir once that was resolved by reservoir change, and was slower to rewind than usual. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated they had to rewind more than once during a reservoir change, and that the pump was squirting out insulin during the prime process. The customer stated the pump was over delivering after set changes. Troubleshooting was not completed as the customer declined, and no further information was provided. The insulin pump will not be returned for analysis.